Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) cleaned the sample probe and recalibrated to resolve the issue. Although requested, the patient data and potassium supplementation therapy information was not provided from the customer. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous low patient results for potassium (k) on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. There was a change in patient treatment in association with this event. The patient had received dialysis treatment and should have been discharged after treatment, however, after the clinical department have receiving the low k result, the clinical department delayed the patient's discharge from hospital and gave the patient potassium supplementation therapy based on the low k result. The next day, the clinical department requested to re-sample the patient's blood and test ise assays for monitoring. The k result of the next day was very high. The clinical department questioned the initial low k result of the first day. The detailed data and detailed potassium supplementation therapy was not provided by the customer.